Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. Two catheters were returned for review. They were marked for both this complaint and for cc 19239. It could not be determined which returned catheter belonged to this complaint. Both catheters were visually inspected by the analyst along with the area supervisor and both catheters exhibited signs of use. Breakage of the catheter was confirmed in both returned catheters. One of the catheters was observed to have two breakage areas, one at the base of the luer and the other approximately 3.5 cm below the strain relief. The breakage area was examined under a microscope and it was observed that the edges were jagged and discolored which is indicative of a tensile force applied to the catheter. The most probable cause for the breakage was most likely due to an event within the user environment. Possibly patient movement or mishandling of the catheter resulted in the breakage. Since the reported issue was most likely related to an event within the user environment and not a manufacturing error, no corrective action will be taken at this time. Argon will continue to monitor for this issue in the future.

Event description:
Broken catheter, this one cracking at the level of the plastic junction. For the moment our babies are doing well following the incidents. But from the perspective that our premature baby, who is basically a very fragile baby with no immune defence, each installation where the breakage of the catheters has occurred, which has required a 2nd or even a 3rd installation, is an injury which is difficult to justifiable and this poses several major risks to its follow-up. The damages are many. - a delay in treatment (parenteral nutrition and antibiotics, hemodynamic instability) which is essential to its survival -a potential risk of infection related to multiple catheter changes. - a risk of deterioration of the state of health during intra-hospital transport. -pain related to the installation procedure. -the risk of weight loss and hypoglycemia. -a major source of stress for families. (French translated to english).

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Broken catheter, this one cracking at the level of the plastic junction. For the moment our babies are doing well following the incidents. But from the perspective that our premature baby, who is basically a very fragile baby with no immune defence, each installation where the breakage of the catheters has occurred, which has required a 2nd or even a 3rd installation, is an injury which is difficult to justifiable and this poses several major risks to its follow-up. The damages are many. A delay in treatment (parenteral nutrition and antibiotics, hemodynamic instability) which is essential to its survival a potential risk of infection related to multiple catheter changes. A risk of deterioration of the state of health during intra-hospital transport. Pain related to the installation procedure. The risk of weight loss and hypoglycemia. A major source of stress for families. (French translated to english).